Event description:
The customer's mother reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose was 600 mg/dl. The customer was treated for high blood glucose with novalog pen. Customer was assisted with reprograming time/date and fixed prime. The alarm did not occur with first battery installation after customer received pump in shipping mode. Customer has not received multiple battery out limit alarms when batteries are out of the device for less than one minute. Customer was advised to monitor the insulin pump. The customer's mother also reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose was 600 mg/dl. The customer was treated with novolog pen. The battery did last for 1 week. The customer was advised to monitor the insulin pump and call if problems recur.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.